Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, right internal jugular powerport (1608062, recs1840) placement was planned. One month later, right upper extremity venous doppler ultrasound was performed for upper extremity pain and swelling. Chest port catheter was visualized with nonocclusive thrombus adjacent to the catheter. Catheter associated thrombus within the right internal jugular vein was noted. Again a month later, port-a-cath dysfunction was noted. The port-a-cath catheter had retracted and had nearly pulled out of the vein with the tip of the catheter present at the junction of the right internal jugular vein and right subclavian vein. Fibrin sheath formation prevented aspiration of blood from the catheter. After 15 days, removal of chest port and placement of new port (1808071, recv1298) was planned. After six years, acute embolism and thrombosis of right internal jugular vein was observed and removal of tunneled central venous catheter was performed after the patient completed chemotherapy. The port and catheter were removed from the vein and subcutaneous tissue. The wound was closed. The patient tolerated the procedure well. Therefore, the investigation is confirmed for the reported suction issue and fibrin sheath issue. Also it can be confirmed that the patient experienced thrombosis and fibrin sheath formation. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot number, unique identifier (UDI) #), g2, g3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately thirteen days post a port placement, the patient allegedly developed thrombosis and fibrin sheath formation preventing aspiration of blood from the catheter. The procedure was completed by using another device. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly developed with unspecified infection, thrombosis and fibrin sheath formation was noted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection, fibrin sheath and thrombosis issues as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.